Event description:
It was reported that the patient presented to the hospital. High pacing lead impedance and high capture threshold were noted. Fracture of the pace/sense portion was noted near the header. No intervention has been done; lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.